Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery that was heavily tortuous, mildly calcified and 95% stenosed. The lesion was pre-dilated with and a 3.0 x 28 mm xience xpedition was implanted. Post implantation, a distal edge dissection was observed. Another xience xpedition was used as treatment. There was no reported adverse patient sequela. No additional information was provided.